Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported purge disc/flag issues has been completed. The device logs were reviewed but not relevant to the complaint. Visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. The failure mode was component failure due to broken/ missing purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) purge disc holder had snapped off, though not during an active case. There was no reported patient involvement.